Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced multiple hardware parts including the ise buffer valves, all ise tubing, ise buffer syringe, sample syringe and reagent syringe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.